Event description:
It was reported that non-sustained lead noise was observed. Review of data images revealed intermittent atrial undersensing with led to inappropriate atrial pacing. Device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.